Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 9/28/98).

Event description:
The iab was inserted into the pt on 4/2/97 at 2:30 pm. Poor inflation and augmentation was noted and the iab was removed on 4/2/97 at 11:30 pm. No second was inserted. As a result from the event, a transfusion was required, the pt had ischemia and the iab needed to be removed. The pt's right foot improved immediately upon removal of iabp. The iab was not returned to datascope for eval. On 9/22/98, datascope was notified that the pt went on to expire on 4/18/97 at 5:30 pm. The contact reported that the pt's death was not a direct consequence of the iab or iab therapy. [Event complications]: transfusion/ischemia/removal required-reported 6/24/97. [Pt's current status]: expired-rpt'd 9/22/98.